Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient's wife reported the patient's "third lead has come loose". She also questioned why the home monitor did not pick it up for a few months. The lead remains in use. No patient complications were reported as a result of this event.